Manufacturer narrative:
Other text: d4: expiration date, lot number and h4: manufacture date updated.

Event description:
Additional information received. Customer updated the 3 lot numbers which are 4357245, 4327908, 4348411.

Manufacturer narrative:
Email is: regulatory.responses@icumed.com. H3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: three samples were received without original packaging. No visual defects were found. The samples were inflated with air to check the inflation of the cuff and no leakage was detected in any of the samples. The complaint was not confirmed. No root cause was found due to the complaint not being confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. This issue will continue to be monitored and further actions taken accordingly.

Manufacturer narrative:
Other text: h4 manufacture date, d4 lot number and expiration date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that during pre test of a routine trach change, the cuff was not inflating evenly. The cuff was manipulated to try for even inflation and was able to be inflated but would not remain inflated. The sterile water would backflow into the exterior cuff portion. This was found with three total trachs. A substitute trach was placed in the patient. This occurred three times total for one patient. The two others are documented in (B)(4).